Event description:
It was reported that the biomed had an arctic sun device that was getting an alert 113 (reduced water temperature control) during use. Biomed running a functional check and it was not heating up, had draining some water to see if it was overfilled if not then they have to check the heating elements, heating was resolved by draining 500 ml¿s, but the device had a failed mixing pump, not cooling chiller temperature (t4) was 7.5 degrees. Sending info for 2000 hour pm service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, h. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that was getting an alert 113 (reduced water temperature control) during use. Biomed running a functional check and it was not heating up, had draining some water to see if it was overfilled if not then they have to check the heating elements, heating was resolved by draining 500 ml¿s, but the device had a failed mixing pump, not cooling chiller temperature (t4) was 7.5 degrees. Sending info for 2000 hour pm service.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had an arctic sun device that was getting an alert 113 (reduced water temperature control) during use. Biomed running a functional check and it was not heating up, had draining some water to see if it was overfilled if not then they have to check the heating elements, heating was resolved by draining 500 ml¿s, but the device had a failed mixing pump, not cooling chiller temperature (t4) was 7.5 degrees. Sending info for 2000 hour pm service.